Manufacturer narrative:
Concomitant products: product ID 64001, lot # n538736, product type adapter; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3387-40, lot # j0427905v, implanted: (B)(6) 2004, product type lead. (B)(4). Analysis of the adaptor found that the proximal end connector was not completely seated in the ins connector port. The adapter passed electrical tests for shorts and continuity. There were two sets of set screw marks observed. One set of set screw marks was positioned too proximal indicating the adapter was not fully inserted into the ins. An adaptor inserted in this location and would cause high impedances. Another set of set screw marks was in the correct location indicating the adapter was fully inserted. A root cause for high impedances with the adapter positioned correctly in the ins could not be determined.

Event description:
A manufacturing representative reported that a patient whose indication for use is parkinson¿s had experienced intra-operative impedance testing with values of greater than 40000 on contact 3 on (B)(6) 2015. They disconnected everything and re-inserted which resulted in contact 1 being greater than 40000. Again they disconnected and re-inserted which resulted in all contacts greater than 40000. The pocket adaptor was replaced and all values fell under 1200. The issue was resolved. No surgical intervention was required and the patient was alive with no injury.